Event description:
Additional information received reported that the lead was revised on (B)(6) 2011.

Event description:
It was reported that the implantable neurostimulator (ins) was explanted on 2011 (B)(6) due to a loss of efficacy. The original placement of the ins was in the s3 foramen but was causing s2 involvement. The lead was revised on 2011 (B)(6) and placed in the s4 foramen. Afterwards, the device did not seem to work for the patient's urinary frequency, but placement in the s4 was not causing any s2 involvement or pain for the subject. The loss of efficacy was considered due to the placement of the lead in the s4. The nurse had reprogrammed the ins on 2011 (B)(6), 2011 (B)(6), and 2011 (B)(6). After reprogramming, the patient had turned the device off for much of the time because of its lack of efficacy. Impedance readings at the 2011 (B)(6) reprogramming had been normal. The patient recovered without sequelae.

Event description:
Additional information received reported that a percutaneous nerve evaluation (pne) was conducted on (B)(6) 2012 without any improvement. It was also reported that the patient had a cystoscopy on (B)(6) 2011 that was normal other than the findings of urethral caruncle and atrophic vaginitis.

Manufacturer narrative:
Concomitant medical products - lead: model 3093-33, lot #v432344, implanted: 2010 (B)(6), explanted: 2011 (B)(6); programmer: model 3037, (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further clarified that the patient had programming on (B)(6) 2011, not (B)(6) 2011. The stimulator was explanted on (B)(6) 2 011.

Manufacturer narrative:
(B)(4).

Event description:
It was further clarified that s2 was never involved. The lead was placed in s4, which never provided adequate stimulation.

Event description:
Additional information received noted that the lead was explanted : (B)(6) 2011.